Event description:
An asymptomatic patient was brought to the clinic for fluoroscopy evaluation, and fluoro revealed externalized conductors. No electrical issues observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that during a follow up, low hv lead impedance alert was observed. However, no out of range alert could be found via review of yearly and 7-day trend. It was suspected that this could be an old alert. The alert was cleared and patient will be monitored closely.